Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: oct 1, 2021 section d9: returned to manufacturer: yes section h3: device evaluated by manufacturer: yes device evaluation: the complaint handpiece, folding carton, patient stickers, and direction for use (dfu) were received. The complaint lens detached haptic was also received. Visual inspection revealed that the handpiece was returned with a detached haptic stuck in the cartridge tip, and the rest of the lens was not received. There was no issues or damage to the cartridge, and the plunger was in advanced position. The detached haptic of the complaint lens was stuck in the cartridge which can be attributed to plunger override. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Pt info: unk: unknown, not provided. If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis smplcty preloaded intraocular lens (iol) trailing haptic got caught up on the plunger during insertion. The lens had to be cut from the patient's right (od) eye and removed. A replacement lens is of the same model and diopter. There was no additional surgical intervention performed. No patient injury was reported. No further information was provided.